Event description:
Caller states patient tested 8.0 inr on the coaguchek s system while a comparison lab returned as 5.7 inr. No adverse event reported. No treatment information provided. Requested return of suspect device and replacement was sent.